Event description:
The manufacturer received information alleging a trilogy 100 ventilator was returned to the manufacturer's service center for evaluation of the allegation that the device failed initial power up. There was no harm or injury reported. During evaluation, the complaint was duplicated. The device failed initial power up and required replacement of the power management board. However, no repairs were completed because the device was scrapped.